Event description:
The device result was 225,g/dl and his wife dosed insulin. Two hours later she was incoherent and the emis's meter read 17mg/dl. She was treated with glucagon and admitted to the hospital the device was replaced and requested to be returned for evaluation.